Event description:
The customer reported that the x3 device alarmed for a speaker error. It is unknown if the speaker was able to produce sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with customer and confirmed that the x3 is running firmware revision p and concluded that there must be something wrong with the speaker assembly determined that the speaker assembly needed to be replaced to resolve the issue. A replacement speaker assembly was ordered and sent to the customer to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty loudspeaker. The reported problem was confirmed. Good faith efforts (gfe) were performed to clarify if the speaker produced sound was not successful; there was no response received. Reporting address state: (B)(6) reporting institution phone , reporter phone .